Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that few days after the implant of this right ventricular (rv) lead, the patient returned to the hospital to drain the blood from the sack around the heart. There was no further information given on this event. The lead remains in service. No additional adverse patient effects were reported.